Event description:
It was reported that during a total knee surgery that the blade broke at the mount. It was further reported that no broken pieces remained in the patient. It was reported that the procedure was completed successfully using another blade which was readily available.

Manufacturer narrative:
Device not received for evaluation as yet. In addition, no lot number information was provided for further investigation.